Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown gamma nail. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that surgeon stated they had gamma nail break - the proximal portion of the gamma nail had broke.